Event description:
Customer reported low blood glucose symptoms with blood glucose result of 236mg/dl on the compact plus system. Customer was taken to the hospital, and result of 52 mg/dl was obtained on professional device 15 minutes following the result of 236 mg/dl. The customer was treated with an IV with "sugar" and released one hour later. Requested return of the suspect device and replacement was sent.